Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported pt may have an outflow obstruction or kink in bend relief. Add'l info received on (B)(6) 2013: per dr, pt has a bend relief disconnect. We are doing a repeat CT angio to evaluate whether there is obstruction of the outflow graft. She also has a driveline infection. The plan will depend on the results of the CT scan, but will likely include replacement of her lvad pump (for the infection) and securing her bend relief to the new lvad. Add'l info received on (B)(6) 2013: the pt is undergoing surgery at another center by dr to attach a collar to the outflow graft.